Event description:
During the scheduled transcatheter aortic valve replacement (tavr) case this morning, the deployment device for the transcatheter aortic valve became obstructed in the right iliac. Unsuccessful attempts to advance the device forward as well as removing were made by the surgical medical team. Attempted placement of a sapien 3, 26mm heart valve during tavr via the right external iliac artery. Valve became stuck in the artery and could not be removed. It was deployed in the external iliac artery and then stented in place. A perforation of the distal common iliac artery was also stented. Valve certitude sapien 3 26mm edwards model- 9600ct26a. From op report: patient's valve was stuck in the external iliac artery and the sheath was stuck. I was called to help. We discussed what could be done. We #1: went up and over and tried a balloon around the valve and this did not work. Then, we decided that we would deploy the valve and then stent around it. They already had sheaths in both sides, a 14 french on the right and 6 french sheath on the left, which we now had up and over. Physician deployed the valve and then we were able to remove the sheath. We had a 10 x 4 balloon up in the proximal right common iliac artery after we deployed the valve. We then switched out that sheath and put a new 14 french sheath in and then we then put an 8 x 59 atrium stent up through the valve itself putting a cover stent over the valve. Forgot to mention before we did all this, we actually had to cut down on to the right common femoral artery, got vessel loop control of the common femoral artery, profunda, and superficial femoral artery. We then deployed the 8 x 59 as I stated before and deployed the valve. We then saw some extravasation we took the balloon out that we had above. Then we deployed a 9 x 39 atrium stent. We post-balloon angioplastied these with a 10 x 4 balloon, still felt we had, then we deployed it, angioplastied with a 14 x 4 balloon higher up. We felt that we had controlled the leaking but we felt that we should put stenting all the way up to the right common iliac artery origin. So we put a 10 x 59 atrium stent up and then balloon angioplastied with a 14 x 4 balloon. After this was done, we no longer saw any kind of extravasation. We felt we had good flow going down to the right leg, but we still seemed to have flow in the right internal iliac artery, but we again saw no further evidence of extravasation.